Event description:
It was noted that noise and oversensing were also evident in this case.

Event description:
The device will not be returned.

Event description:
Additional information noted that a revision took place and the competitor lead was replaced, while the device was also explanted due to normal battery depletion. A lead issue was suspected but not confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient lost consciousness and fell resulting in a scratch on the patients face. The patient was transported to the hospital and a check of the device showed loss of capture and high pacing thresholds. The approximate time that the patient fainted and the time of the loss of capture event were almost the same. The device was reprogrammed and the patient will be hospitalized and monitored for a few days. A review by boston scientific technical services (ts) confirmed greater than two seconds of cardiac arrest and ventricular pauses observed. Noise was also seen. Ts noted that based on the device logbook there was no clean evidence of capture loss and all pace beats on the stored event data appeared to be captured. Additional review was sent to ts regarding a recent stored episode. Ts noted that the patient was in completed heart block and noise was not reproduced as well as loss of capture during programmer test. A lead issue was suspected. Ts discussed how to reproduce noise if the physician elected to do so.